Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charged coupled device) was broken based on the results of the investigation, the most probable root cause of the malfunction is due to cable wa broken and r-unit (charged coupled device) was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had no image. The event occurred during reprocessing. There were no reports of patient involvement.